Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to a stomach infection located at the infusion site. The customer stated that it has not been determined if the infusion set caused the infection. Troubleshooting was performed. The customer called to ask if she could take out the battery as she was not using the insulin pump while being at the hospital. Advised the customer that the insulin pump will loose settings if the battery is removed for a long period of time. No further info was provided.